Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was visually inspected and found with mechanical damage the scope¿s distal tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the area on the scope appeared to be unclear in vision. There was no report of a function issue while the endoscope was in use. The image was upside down and the endoscope moved freely with uncontrolled motion. There was no patient injury. The procedure was completed with the same instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had a burr on the tip of the endoscope. The procedure was completed with no reported injury.